Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpacked ar-1317ft-1 serial/batch number (B)(6) was received for investigation. Due to the damage, functional testing was not performed. Visual evaluation noted that the implant/screw was not returned for evaluation. Evaluation of the sutures attached to the received device noted fraying on the tip. The most likely cause of the reported failure is user error, specifically applying excessive force through leveraging or prying the device. This can lead to mechanical failure, damage to internal components, or even complete device breakdown.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a ski thumb open tendon repair surgery the anchor broke during insertion. All fragments were retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.